Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device was admitted to the hospital after experiencing syncopal episodes. It was further reported that the patient had recently become pacer dependant and noise, oversensing and pacing inhibition was occurring. Noise was able to be reproduced with isometrics. Pacing impedances were also reported to have been greater than 2500 ohms. Boston scientific technical services discussed trouble-shooting options with the health care professional (hcp). There were no additional adverse patient effects reported. The system remains in service.